Event description:
It was reported that patient complains of pain in groin area. She has had trouble walking and swimming. She has had a nuclear bone scan and states that she will need a revision surgery. A revision date has not been scheduled as patient and doctor have decided to wait until after she gets her left hip replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.